Event description:
The customer's mother stated that the customer was being taken to the hospital due to hyperglycemia. The reported blood glucose reading was 522 mg/dl. The customer's mother reported that prior to the event the display on the insulin pump went blank and none of the buttons were responding. The possible effects of electrostatic discharge were explained to the customer's mother, and she was advised to remove the battery from the insulin pump for two hours. The customer's mother called back and stated that the buttons were still not working. The customer's mother was advised that a replacement insulin pump would be shipped to the customer.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.